Event description:
On proactive call, the nurse complainant informed that the placement signal low alarm was ongoing. The nurse stated echocardiography confirmed placement. Pump was not removed due to the placement signal issue. The pump was eventually weaned and explanted. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product or data logs were returned for investigation. The root cause of the optical signal issue was unable to be determined as no product or logs were returned for analysis. All pertinent information available to abiomed has been submitted at this time.